Manufacturer narrative:
Results: the distal tip of the catheter shows approximately a 2:1 stretching measuring 6.0 cm from the tip. The tip is broken, flattened, and stretched. The length of the catheter as returned is 132 cm which implies that at least 3.0 cm of the catheter was not returned. Results: the damage noted in the complaint is confirmed. The flattening and stretching seen in the distal tip of the catheter is consistent with the tortuous anatomy the device was used in. In discussions with our sales rep after the incident, the physician commented that he felt the distal tip of the shuttle sheath was at an extreme angle and that the catheter may have been getting hung-up when attempting to retract it though the sheath. The device evaluation observations are consistent with this description. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
A shuttle sheath was placed in the common carotid artery. A reperfusion catheter 054 with a 3max catheter was placed through the shuttle sheath. The physician could not track around the ophthalmic artery due to extreme tortuosity. When the 054 reperfusion catheter was retracted, resistance was felt when the 054 got to the tip of the shuttle sheath. When the 054 was removed, the tip of the catheter was seen under fluoro to be in the patient's external carotid artery. The physician tired to remove it with an ev3 snare but was not successful. A second 054 was introduced but was not successful getting around the tortuous anatomy. When removed, the catheter appeared stretched. The patient was then treated with a solitaire. Upon discussion with the doctor, he thinks the shuttle catheter was to blame because it was sitting at an extreme angle therefore the tip of the 054 was hanging up on the tip of the shuttle sheath upon removal. The patient was not affected by the fragment because it was not occlusive. It was not secured and left in the external carotid artery. This MDR is associated with MDR 3005168196-2012-00387.